Event description:
A mother gave birth to patient who experienced severe metabolic acidosis at birth. Bradycardia and loss of variability was noted. The readings eventually rose to 43-45% for about 3 minutes. The fspo2 reading was then lost again as the fhr decelerated to 70 bpm repeatedly. After 1707, no fspo2 readings readings were obtained. Vaginal birth delivery. Patient experienced shoulder dystocia and cord obstruction from a nuchal cord. After corrective measures, patient was discharged for routine care.